Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment that output did not match the set output, bench tests were conducted at all power settings from 1-50 watts and the measured output was within specification. The data interpretation module (dim) temperature liquid crystal display (lcd) was replaced and the device passed its final functional test, no other anomalies were found. (B)(4).

Event description:
It was reported that the output power on the radiofrequency ablation generator did not match the set output. It was further requested that the generator receive a test and calibration procedure. The generator was returned for service. No patient complications have been reported as a result of this event.